Event description:
Initial result for a patient sodium was 104 mmol/l. When repeated, the result was 110 mmol/l. The incorrect result was not provided. The field service representative found the air pump was malfunctioning and repaired the instrument by replacing the pump.